Manufacturer narrative:
Imdrf device code a0402 captures the reportable event of a balloon burst.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the common bile duct during a dilation procedure performed on (B)(6) 2023. During the procedure, the balloon burst. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications have been reported due to this event.